Event description:
Reportedly, the pacemaker was found in standby mode for an unknown reason. No radiotherapy had been performed on the patient. The device was successfully re-initialized.

Manufacturer narrative:
Preliminary analysis results confirmed the reported switch in standby mode on (B)(6) 2019. It was most probably due to a single event upset (seu).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the pacemaker was found in standby mode for an unknown reason. No radiotherapy had been performed on the patient. The device was successfully re-initialized.

Event description:
Reportedly, the pacemaker was found in standby mode for an unknown reason. No radiotherapy had been performed on the patient. The device was successfully re-initialized.